Event description:
It was reported that the health care professional (hcp) called for assistance programming the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated the crt-d for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating this rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received. Ts reviewed device data and found the shock lead impedance has been 0, 8, 11, and 18 ohms. Ts discussed this did not look like normal interference and suspected a possible short. Ts recommended the patient receive a commanded 41j shock test.

Manufacturer narrative:
Additional information added to b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the health care professional (hcp) called for assistance programming the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated the crt-d for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating this rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received. Ts reviewed device data and found the shock lead impedance has been 0, 8, 11, and 18 ohms. Ts discussed this did not look like normal interference and suspected a possible short. Ts recommended the patient receive a commanded 41j shock test. Additional information was received. This rv lead exhibited low amplitudes and noise was suspected. Ts discussed planning a commanded shock to assess lead integrity.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called for assistance programming the device and this right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated the device for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating this rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This rv lead remains in service. No additional adverse patient effects were reported.